Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the driveshaft was broken preventing the disconnect sleeve from rotating to the load position. It was determined that the device that type of damage was indicative of excessive force used during use causing the driveshaft to break. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the collet on the motor device would not stay down in the unlocked position, thus it would not turn all the way. During in-house engineering evaluation, it was determined that the driveshaft was broken. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.